Manufacturer narrative:
No additional information was provided.

Event description:
A customer reported that a beaver® and edge ahead safety side port mvr knife was received with the protective shield of the safety knife retracted, therefore, exposing the blade. There were no reports of patient, or user injury for this event.